Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was reportedly broken. There was no further information provided. The lead was surgically abandoned. No additional adverse patient effects were reported.